Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: removal of hardware it was reported that on an unknown date, the tip of the driver broke during surgery. No broken fragment remained in the patient. No patient complications were reported as a result of the event.